Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the arm on (B)(6)2024. The patient experienced wearable failure which occurred 9 days after the sensor had been inserted in the arm. On (B)(6)2024, the receiver alerted and showed brief sensor issue and failed after a few minutes. The patient did not have supplies to check the blood glucose (bg) or replace the sensor. The patient experienced dizziness and syncope. An ambulance was called. In the hospital, the bg was 30 mg/dl. He was treated with oral and IV glucose and discharged the same day with bg 120 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.